Event description:
The tip of the suture needle broke when the physician assistant was closing the patient's scalp. Tip of needle broke off while suturing. Tip recovered in jaws of needle holder. FDA safety report ID# (B)(4).